Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's keypad is not working and system advisory message is presenting. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 08august2022 via email and attached to complaint object: no patient involvement. Event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no external damage. Functional testing found that when the "maintenance is recommended" message appears, you have to hit the silence button to continue on with the keypad. The keypad worked good during testing. Performed preventive maintenance (pm) on pump and reset the maintenance is recommended reminder per pm procedure. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.